Event description:
A surgeon reported a pt with an unexpected post operative refraction following intraocular lens (iol) implant surgery. The pt reported glare two months postoperatively. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested by phone on 10/06/2008, 10/09/2008 and 10/15/2008 and by fax and mail on 10/07/2008. Info was received by phone on 10/03/2008 and by email on 10/06/2008. A completed questionnaire has not been received.